Manufacturer narrative:
Additional information : the device was manufactured between february 23, 2018 - february 26, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) 250 ml eva (ethylene vinyl acetate) tpn (total parental nutrition) bag leaked from the edge of the port. The event occurred during setup. There was no patient involvement. No additional information is available.